Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of instability. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Further follow or investigation was not possible as the user was unresponsive to multiple communication attempts.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.